Event description:
Serious injury involving one person. Patient was referred to hospital with suspected microbial keratitis. The patient was admitted in 2001 and treated with gentamycin and cefuroxime drops half hourly day and night. Atropine was also prescribed to be used twice daily. The hospital took a culture and it was negative. The patient was discharged 5 days later and advised to continue medications. The lens was discarded; no lot/serial number was provided. No additional information had been obtained by ciba vision regarding this incident. Upon receipt of any significant information, a follow-up medwatch report will be filed.